Event description:
It was reported that the device would not detect ECG through the paddles lead. This failure would prohibit the device from having AED functionality. This was discovered during an incoming inspection for an unrelated device issue. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.